Manufacturer narrative:
On 26-jun-2023, the product investigation was completed as the complaint device was not returned for analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-may-2023, the photo investigation was completed. It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium it was reported that 1 in-house stock box was checked and that there was a clear and colorless liquid on top inside package. Timing when complaints occurred was before opening the package. No patient consequences were reported. Device investigation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, a drops of a foreign material was observed inside the pouch of the vizigo sheath. The suspect of the moisture observed by the customer is that it could be related with the silicon coating applied over the hemostatic valve surface. Based on the preliminary investigation performed, it was confirmed that the ¿moisture/humidity¿ reported by the customer could be related to the silicon coating applied to the hemostatic valve surface. This silicone coating could accidentally migrate to the film section of the pouch since it was found where the hemostatic valve is placed inside the packaging. The severity range indicates that this issue could cause customer annoyance only. A device history record evaluation was performed for the finished device 50000182 number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-sep-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. It was reported that 1 in-house stock box was checked and that there was a clear and colorless liquid on top inside package. Timing when complaints occurred was before opening the package. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. The packaging and the pouch were observed seal without any damage. Water droplets reported by the customer could be related to the silicon coating applied to the hemostatic valve surface, however, this can not be conclusively determined. This silicone coating is accidentally migrating to the film section of the pouch due to the quantity applied; since it was found where the hemostatic valve is placed inside the packaging. A device history record evaluation was performed for the finished device 50000182 number, and no internal action related to the reported complaint condition were identified. The issue reported by the customer could not be confirmed as not water droplets were observed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received photographs of the complaint device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. It was reported that 1 in-house stock box was checked and that there was a clear and colorless liquid on top inside package. Timing when complaints occurred was before opening the package. No patient consequences were reported. Foreign material inside of packaging is MDR-reportable. This complaint device was checked due to knowledge of the event reported in manufacturer report number 2029046-2023-00284. Additionally, manufacturer report number 2029046-2023-00481 is related as well.